Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely caused by case circumstances. Based on the reported information, it is likely that the shaft kinked over the steep arch which caused restriction between the shaft lumens, resulting in the inability to rotate the thumbwheel and deployment failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during an unsuccessful atherectomy procedure of the heavily calcified, very steep arch, at the bifurcation of the profunda and superficial femoral artery (sfa), the absolute pro stent delivery system (sds) was advanced and probably became kinked in the sheath due to guide wire support. During deployment the stent unsheathed about 10 mm then the thumbwheel stopped turning. The stent and the delivery system were removed from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.